Event description:
Consumer called stating that the front casters on her unknown wheelchair have allegedly bent and broke. Follow up call revealed that the consumer has received a new chair. It is unknown what type of chair, manual, power or transport. Additional follow up call to obtain product type revealed that the consumer is deceased. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The initial call was received with no mention of a model, serial number or type of product, only that the casters on her chair were allegedly bent and broken. A follow up call was made to the consumer to obtain additional information and she declined to discuss the matter, stating that she has received a new chair and hung up. Six days later, a second follow up call was made to try and obtain the needed information and the invacare associate was advised that the consumer was no longer there. When asked for the new residence, invacare was advised that the consumer passed away and the call was ended. This file has been submitted as a mechanical (manual) wheelchair due to the fact that the actual product is unknown. The malfunction has not been confirmed.